Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150510rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient age and weight were not provided.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; therefore, the investigation is inconclusive for material rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; therefore, the investigation is inconclusive for material rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150510rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient age, and weight were not provided.